Event description:
It was reported that a patient presented with their right ventricular (rv) lead dislodged. On (B)(6) 2023, the physician elected to reposition the rv lead. The patient condition was not known.